Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer "reported "leakage" when husband is taking injection". Spouse of consumer reported "leakage" when husband is taking injection, (around the hub) stated, he is not getting full dosage. Stated, does prime before injection.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, returned to manufacturer on: 12-sep-2022. Investigation summary: customer returned (2) unopened 32gx4mm bd pen needles from lot# 1292781. The customer reported a leakage when taking injection. Both samples were examined, then measured for patient end (pe) cannula length. Both pen needles fell within spec. Next, both samples were tested for flow using a test pen injector, and it was observed that both pen needles were able to expel properly. No evidence of a defect that could cause a leakage or an incomplete dosage was observed. The alleged issues could not be confirmed based on the returned samples. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer "reported "leakage" when husband is taking injection". Spouse of consumer reported "leakage" when husband is taking injection, (around the hub) stated, he is not getting full dosage stated, does prime before injection.